Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted during an endovascular procedure for the treatment of an 76.5 x 81.6 mm abdominal aortic aneurysm.  It was reported approximately 1 year post the index procedure follow up identified a type ii endoleak from the ima was observed but there were no signs of aneurysm enlargement and no abnormalities were observed during the echo. At the 1-year follow-up the type ii endoleak continued to be observed and an antegrade type iiib from the main body was observed. No aneurysm enlargement was observed. According to the findings on the echo, it is more likely that the type ii and iiib tear/hole is in the central body part than the bifurcation part. As per the physician the cause of the type ii and type iiib endoleak could not be determined.  No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the patient underwent an ima embolization on (B)(6) 2022. It is unknown if the endoeak resolved post the intervention. Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the type and cause of the endoleak could not be fully determined. Lack of pre-implant CT's were not available for a thorough assessment of the pre-implant anatomy and earlier post-implant films were not provided for comparison. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available for review. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. While a type iii fabric endoleak cannot be fully ruled out, it is possible that a type ii endoleak from collateral vessel patency may have contributed to the contrast leakage observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.